Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 ultra transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torqueing of the flex catheter may be helpful in solving the problem. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate patient and procedure related factors likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Hold for cm 2/15edwards received notification from our affiliate in the (B)(4). A patient who underwent an implant of a 23mm sapien 3 ultra valve, by transfemoral approach. As reported, sheath insertion was straight forward. During attempted tavi, a type b aortic dissection at abdominal level occurred, likely due to stiff wire and/or esheath. The sheath was not damaged. No valve was deployed. The case was abandoned post-discussion with cardiac surgeon and patient was sent to inpatient CT to assess full extent of the dissection, then review tavi options. Patient was stable throughout and was sent to ccu for close monitoring. Team will wait until abdominal aorta is fully healed to attempt tavi.